Event description:
A healthcare facility in china reported that the tubing of an opt970 optiflow + tracheostomy direct connection interface was found damaged during use there were no reported patient consequences.

Manufacturer narrative:
(B)(4). The opt970 optiflow + tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the complaint opt970 optiflow + tracheostomy direct connection interface was not received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: the customer has stated that the tubing of an opt970 optiflow + tracheostomy direct connection interface was found damaged during use. Conclusion: without the complaint device, we are unable to determine the cause of the reported damage to the subject opt970 optiflow + tracheostomy direct connection interface. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject cannula would have met the specification at the time of production. The user instructions which accompany the opt970 optiflow + tracheostomy direct connection interface show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the tubing of an opt970 optiflow + tracheostomy direct connection interface was found damaged during use. There were no reported patient consequences.